Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 101mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to an MRI. Reviewed the alarm history and found an error alarm. Advised the customer that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and had constant motor error alarm during rewind as a result of motor encoder signal being out of phase. Unable to confirm the error alarm due to the motor error alarm.